Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the ignition error (e103), lamp lighting failure, and converter and ignition system malfunction was traced to component failure. The cause of the connection failure was worn on the output connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source had exhibited ignition error (e103), lamp lighting failure, converter and ignition system malfunction, and connection failure. There was no patient involvement.